Manufacturer narrative:
The ge service rep conducted an onsite investigation. Both monitors were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the monitors on the system would not work. No pt injury was reported.